Manufacturer narrative:
Correction: in the initial report it was forgotten to mention that the concomitant product was the handpiece. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor punctured the capsular bag using the reusable irrigation/aspiration (ia) tip when he was in I/a polish mode. An unplanned vitrectomy was performed. The case was completed safely and successfully with no harm to the patient. The patient is doing fine post-operatively. No additional products were needed to complete the case.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d4: lot#: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.